Event description:
With the patient in the supine position, the lids were prepped with betadine. The lashes are draped out steriley and the eye is rinsed out with 5% betadine solution and anesthetized with topical anesthetic drops. The conjuctiva rec'd a small infiltration at 12 o'clock of the 1% xylocaine mpf. The conjunctiva was opened at the 12 o'clock positon, about 5-6mm from the limbus and a limbal based flap is developed. Bipolar cautery is done at 12 o'clock in a small area at the limbus. A 300 micron blade is used to make about a 2.5-3.0mm scratch-down incision at the 12 o'clock limbus. The anterior chamber is entered at 2 o'clock with at #75 blade at the limbus and viscoat is then injected through the paracentesis to deepen the anterior chamber. During the injection of vitrax the cannula forcefully exploded from the tip of the syringe, totally unexpected, and caused iris bleeding. The cannula was removed without difficulty and there was no foreign material in the the eye. The bleeding abated and a decision was made to continue with the cataract surgery because the cannula appeared to have violated the lens capsule and there was concern about lens material having access to the anterior chamber with the ensuing inflammation if the cataract was not removed. A 2.8mm keratome is used to enter the anterior chamber at 12 o'clock beginning in the groove and ending in clear cornea and in a shelved fashion. The circular tear capsulotomy is performed in a standard fashion with utrata forceps. The lens nucleus is loosened with hydrodissection and the phacoemulsification handpiece is introduced. The lens nucleus is grooved deeply, cracked in half using a chopper technique, rotated, cracked again and again and the lens nuclear material is removed in its entirety. It was noticed after the lens nucleus was removed that the cannula which injured the iris had also torn the posterior capsule peripherally, inferotemporally. There was no vitreous presenting in the anterior chamber. The cortex was removed as best could be done. But by this time in the case there was persistent bleeding which could not be controlled, because the source of the bleeding appeared to be in the anterior chamber angle, and there was no access to this with bipolar cautery. A decision was made not to replace the implant because of the continued bleeding which could not be controlled. The 12 o'clock wound is closed with a single, interrupted 10-0 nylon suture. The anterior chamber is deepened with a balanced salt solution and there are no wound leaks. The eye pressure is normal to palpation and most all of the lens cortex was removed, and all of the lens nucleus was removed. Final diagnosis: unexpected bleeding during cataract surgery secondary to explosive disengagement of an anterior chamber cannula from the vitrax syringe, injuring the iris and causing bleeding.